Event description:
Adverse event(s): "no harm" (no consequences or impact to patient). Product problem(s): "white mark" (scratched material [iol (intraocular lens) implant]); "unapproved viscoelastic" (use of device issue). An (B)(4) manager reported that a white mark was noted on an intraocular lens (iol) following insertion. The lens was removed and replaced during the same surgical procedure. There was no patient impact. The healthcare provider indicated the use of an unapproved viscoelastic.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 07/29/2010 by mail. A completed questionnaire was received on 08/17/2010. (B)(4).